Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a syncopal episode as a result of bleeding from the insertion site. At approximately 6:30 pm, the patient experienced bleeding during sensor insertion in the arm. She subsequently developed pain, light-headedness, nausea, and then lost consciousness (loc). She regained consciousness after approximately five minutes. Her mother applied pressure and placed a bandage over the site, which stopped the bleeding. It was not specified whether the patient was on blood thinners and how long the bleeding lasted. The patient later developed a bruise and erythema (redness) at the insertion site. No medication was taken, and no medical care was sought. At the time of reporting, both the bruise and redness had improved, and she was doing well. There was no documentation of medical intervention for syncope after the sight of blood. No other details were documented. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.